Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the bottom case were cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. The main board was found misaligned which is causing the motor not running intermittently. The customer incorrectly positioned the main board during the customer's reassembly of the pump.the root cause was caused by the customer's incorrect assembly of the device. Realigned main board also replaced worm coupling, leadscrew and clutch halves for preventive due to normal wear. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a motor rate error and the board was shifted with physical damage possible. No patient injury was reported.